Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The pt called stryker to know if the infection he has in his jaw will disappear with medication established by his dr.